Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 7.7 mmol/l. The customer did not press the buttons for 3 minutes and could not clear the alarm. The customer decided return the insulin pump.